Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. The device was planned for removal on (B)(6) 2013. It was stated that the device did not work anymore with her pain in her right lower back. The patient's status at time of this report was "alive and without injury or adverse event". There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4), showed no significant anomalies. Analysis of both leads model 3777-60 lot #s v323694037 and v323694038 showed no significant anomalies. Analysis of both anchor components model 3550-39 showed no significant anomalies. (B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead, product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information stated the patient thought her spinal cord stimulator caused an increase in pain. It was noted the ins was ex planted and it was "unknown" whether the patient required hospitalization due to the event.

Event description:
Follow up information confirmed that the patient had experienced ineffective relief from the implantable neurostimulator (ins) and was explanted. It was noted that multiple reprogramming attempts were unsuccessful. The patient went on and had a pump implanted on (B)(6) 2013. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3550-39, explanted: (B)(6) 2013. Product type: accessory: product ID 3550-39, explanted: (B)(6) 2013. Product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.